Manufacturer narrative:
The reported event of no inductive telemetry was confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented with syncope in the clinic. Upon interrogation, it was noted that the pacemaker unable to be interrogated via inductive telemetry. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: h11: field should reflect additional statement: the device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on (B)(6) 2025 for a subset of devices distributed and implanted outside of the united states.